Event description:
The incident involved a plum set, clave secondary port, clave y-site, secure lock, 103 inch on an unknown date. It was stated in the report that one site was having issues with this lot. The product has been causing occlusion errors - primarily proximal, but reportedly some distal. They¿ve seen some instances where the cassette tests won't even pass. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.